Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (1,275 mcg/ml at a dose of 960.2 mcg/day), morphine (1.3 mg/ml at a dose of 0.9787 mg/day) and prialt/ziconotide (23.5 mcg/ml at a dose of 17.692 mcg/day) via an implantable pump for an unknown indication for use. It was reported that during the last two refills, the hcp found "a volume discrepancy; expected reservoir volume (erv) = 4 ml, actual reservoir volume (arv) = 9 ml". The patient "have a not full therapy effect" so the hcp decided to replace the pump on (B)(6) 2017. It was unknown if there were any environmental, external, or patient factors that contributed to the event. Diagnostics and troubleshooting performed was listed as "unknown". Pump replacement occurred as an action taken/intervention. The report was titled, "suspected pump underinfusion". The patient's status at the time of this report was listed as "alive - no injury". No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The dates of the previous two refills were not known. The hcp did not specify the exact volume discrepancies at the previous refills, but he said the discrepancy was similar. The first occurrence of the patient's symptoms was not specified, but the representative indicated the patient also experienced pain. It was unknown how the patient was doing or if they had their pump replaced; the next follow-up was planned for (B)(6) 2017.

Manufacturer narrative:
Analysis identified no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's therapy effect was the same as before pump replacement. The hcp decided to program into flex mode until the end of july, when the patient would return for a pump follow-up to the hospital.